Event description:
A customer reported receiving a minimum fill notification. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.